Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. In addition, a corrective action was initiated to further investigate.

Event description:
Information provided on 18 july 2023 during a phone conversation with site nurse, clarified: despite the patient being treated for high pes pressures, they presented to the hospital independently to be evaluated for shortness of breath. Although the patient was admitted due to the high pes readings, during the hospitalization, the hs readings read lower that the home pes, so they were not aggressive with medication. Based on this information, there was no alleged malfunction or deterioration in the characteristics or performance of the cardiomems sensor, that resulted in the patients reported symptoms.

Event description:
The patient was treated non invasively (with oral medication) and was released the next day. It was reported the patient has discontinued use of cardiomems.

Event description:
The patient's healthcare provider reported that they believe the cardiomems patient electronics unit (peu) provided inaccurate readings which lead to over treatment of the patient. The site treated the patient according to the peu which reportedly showed high pressures. The patient was hospitalized for shortness of breath.